Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. This is a system report; section d information references the main component of the system and was in use with the following device which cannot be excluded as a contributing factor to the adverse events: medtronic product ID: d-evolutfx-2329; lot number: 0013079832; product type: 0195 heart valves; FDA site ID: 9612164; manufactured date: 2025-10-15; use before date: 2027-10-15; implant date: not implantable; UDI #: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, prior to the implantation of this 26mm transcatheter aortic bioprosthetic valve (tav), a pre-implant balloon valvuloplasty was performed and then left bundle branch block (lbbb) presented. Intracardiac echocardiography confirmed the membranous septum had not been contacted and the tav was implanted; however, the lbbb did not resolve. Temporary pacing remained in place and the patient was placed under observation. Per the physician, the medtronic delivery system was deemed as an unlikely direct cause of the lbbb. No patient complications were reported as a result of this event.